Manufacturer narrative:
Additional information: weight, weight units. An event regarding an altr (pseudotumor and elevated levels) involving an accolade stem was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned. No medical records were received for review with a clinical consultant. Review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Review indicated there have been no other similar events for the reported lot. The event could not be confirmed nor could the root cause be determined because the insufficient medical information was provided. Further information such as return of device, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient was revised due to elevated serum levels, and pseudo tumor. She presented to the o.r. And was revised. Upon exploration, the 40 mm +4mm lfit v40 head was removed and it was noted to have a ring of "film" around the trunnion of the accolade tmzf stem. The liner was removed, appeared fine. A trial reduction was done with a constrained liner trial and head. It was satisfactory, and the real liner was placed and followed by the femoral head.

Manufacturer narrative:
Review of the product history records indicates the products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient was revised due to elevated serum levels, and pseudo tumor. She presented to the o.r. And was revised. Upon exploration, the 40 mm +4mm lfit v40 head was removed and it was noted to have a ring of "film" around the trunnion of the accolade tmzf stem. The liner was removed, appeared fine. A trial reduction was done with a constrained liner trial and head. It was satisfactory, and the real liner was placed and followed by the femoral head.